Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for stopper pull out with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the rubber stopper remained in the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube during r&d testing for stopper removal forces. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: during r&d testing, we observed some tubes with 2nd time stopper removal forces that did not meet the minimum and/or mean force specification. The product information is listed below. Catalog # batch # test date data review date observation 367964 9095794 (B)(6)2019 (B)(6)2019 did not meet minimum force specification 367729 9241023 (B)(6)2019 (B)(6)2019 did not meet mean force specification 367729 9241024 (B)(6)2019 (B)(6)2019 did not meet mean force specification.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the rubber stopper remained in the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tube during r&d testing for stopper removal forces. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: during r&d testing, we observed some tubes with 2nd time stopper removal forces that did not meet the minimum and/or mean force specification. The product information is listed below. Catalog # batch # test date data review date observation 367964 9095794 11 nov 2019 13 nov 2019 did not meet minimum force specification 367729 9241023 12 nov 2019 13 nov 2019 did not meet mean force specification 367729 9241024 12 nov 2019 13 nov 2019 did not meet mean force specification